Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following patient identifiers for the following systems: (B)(6)¿ performa ii (system 1), serial number ¿ (B)(4). (B)(6)¿ performa (system 2), serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 21:12h: 442mg/dl, 21:13h: 169mg/dl, 21:14h: 147mg/dl, 21:19h: 124mg/dl, on performa ii meter (system 1) and , 21:23h: 127mg/dl, 21:23h: 136mg/dl, 21:24h: 134mg/dl, 21:29h: 296mg/dl, 21:30h: 144mg/dl. On performa meter (system 2) with a second vial with the same lot number. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.